Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiographic contrast confirmed bleeding at the access site of the right femoral artery. This required percutaneous transluminal angioplasty and a 9 millimeter stent. An occlusion of the femoral artery occurred, the stent was removed and repair to the access site occurred. No additional adverse patient effects were reported.